Event description:
It was reported that twenty-four days post implant the patient experienced dyspnea and was admitted to the hospital via ER (emergency room). It was conducted volume reduction and amiodarone. Loss in weight and recovered dyspnea. Then after holter test was performed vpb (ventricular premature beats) value reduced compared to past. Therefore it was recommended rfca (radio frequency cautery ablation) but it was difficult for ablation. It was maintained medical treatment. It was noted that patient had pericardial effusion and a primary diagnosis of aggravative dilated cardiomyopathy. The issue was resolved and the lead remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.